Event description:
It was reported that the customer found the glass lead shielding from the acquisition station shattered on the floor. "No clue what happened it was fine when we left last night." No injury reported. A field engineer was dispatched to the site and replaced the shield. Once this was complete the system was working as intended.